Event description:
Reporter indicated that the pt had died in her sleep. The death was not witnessed, but the pt's husband found her the morning following the death. The pt's death was cited as being due to natural causes, with no further clarification as to the cause, and vns therapy was not suspected to be related to the death. Later, information was received from the pt's neurologist, that he believed that the death may have been a sudep. Attempts for further information from the treating neurologist, regarding the death, have been unsuccessful to date.